Event description:
Discordant, falsely low results were obtained on one patient sample tested for multiple assays on an advia 1800 instrument. The discordant results were released to the physician(s), who questioned them. The sample was repeated on an alternate instrument, resulting as expected. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low results.

Manufacturer narrative:
A siemens customer service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse performed maintenance on the wash up down and dilution wash up down . The cse discovered that the reagent probe 2 and sample-dilution probe were out of alignment and re-aligned them. Precision and quality controls were run, resulting within range. The cause of the discordant, falsely low results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.